Event description:
Customer claims that the unit has no power. The product was tested with new batteries and there was no visual damage. There was no pt contact. Evaluation for the returned product shows that unit does power on. There is no alarm tone when the pressure is removed from the sensor.

Manufacturer narrative:
(B) (4). Evaluation: results: evaluation for the returned product found that the unit does power on. There is no alarm tone when the pressure is removed from the sensor. The different alarm tones can not be selected. The fail safe feature does not work. The alarm case shows visual damage on the front side and the battery door. (B) (4).